Event description:
It was reported that the console was delivering reduced power at level 30. There was no patient involved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the console was delivering reduced power at level 30. There was no patient involved.

Event description:
It was reported that the console was delivering reduced power at level 30. There was no patient involved.

Manufacturer narrative:
The console was field service at the user's facility. All the optics and bricks were inspected as well as alignment on all channels for mode. It was identified that the high reflector mirror (hr) on channel 1 had been replaced in the past. Also, the brick was making strange noise while firing on channel 1. Adjustments were made on the hr mirror on channel 1 and found no mode. The hr assembly and a brick were requested for channel 1. The malfunction found could have affected the device performance leading to the event experienced by the customer. Service history indicated that the device was installed on (B)(6) 2022 and this event occurred 3 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A risk review of the versapulse powersuite hazard analysis was completed and confirmed that the event of low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, the reported event of low power was confirmed, therefore, an investigation conclusion code of cause traced to component failure was assigned to this investigation.